Event description:
It was reported that during a procedure the tip that connects the tubing to the female luer fitting broke off. Specifically, the female luer fitting broke at the base of the connection to the catheter tube. This resulted in a delay in the procedure, since the device needed to be replaced. No intervention was required to prevent harm to the patient as a result of this malfunction of the device.